Event description:
It was reported that during a sleeve gastrectomy procedure, on the first firing near the pylorus, malformed staples and an incomplete staple line were observed. The green reload was used for this firing. The surgeon oversewed the staple line and the case was completed with same device. There were no patient consequences reported. The reload and device were discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the product code of the stapler that was used with the gst60g cartridge? Plee60a. Do you have any pictures of the staple line/malformed staples? No pictures or video available. Did the device deliver a complete cut line on the first firing? Yes. Did the device deliver any staples? Yes. Staple legs looked unformed. Unsure how much of the staple line had malformed staples. There was no report of missing staples along the staple line. The staple line was oversewed to complete the case with no patient consequence. What was the location of the malformed staples (proximal, distal, middle, etc)? Asku. Was buttressing material utilized? If so, which product? No. What was the bmi and gender of the patient? Asku. What color cartridges were used after this firing to complete the procedure? Typically uses gold and then rest blue reloads. Used same plee60a to complete the procedure. The sales rep noted the surgeon is not overly concerned about the issue and will continue using the gst products. It was reported the surgeon does not wait 15 seconds and he typically waits 7-10 seconds on average.